Event description:
At the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the anastomosis to tear. The surgeon used a side biter clamp to take down the anastomosis and complete the procedure. No other pt complications were reported.